Manufacturer narrative:
The investigation has been started, results will be provided within the follow-up report.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
Based on the logfile analysis, the reported symptom could be confirmed. It was found that the supervisor function detected a too high vacuum pressure caused by a faulty vacuum pressure sensor. If the vacuum pressure is out of range, to protect the patient from potentially hazardous output and to prevent from damages to the ventilator unit, the device is designed to shut-down automatic ventilation and to post a corresponding "ventilator failure" alarm to alert the user. Manual ventilation with the built-in breathing bag remains possible; the monitoring functions are still available as well. Dräger finally concludes that the workstation responded as designed upon the malfunction of a single component and alarmed accordingly to alert the user. The circuit board on which the pressure sensor is located has already been replaced. After replacement, the device was tested and returned back to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.